Event description:
The guidewire kinked, resulting in a perforation of the intimal flap in the ventrical.

Manufacturer narrative:
Reportedly, the product was discarded at the hospital and will not be returned for evaluation and testing. This file is considered closed.